Event description:
It was reported that during a da vinci si myomectomy procedure, pieces of the permanent cautery spatula instrument broke off and fell into the patient. One broken instrument piece was retrieved, however, another broken piece could not be located. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.